Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The field technician stated pca module issue of ¿failed binary switches¿ was confirmed as a logic board failure during the investigation. On 25nov2024, a pca module was received unboxed and with paperwork. Initial testing demonstrated the pca module failing for barrel clamp open switch and flange release switch with the use of asft program in the bd san diego operation¿s lab. Subsequent test results identified the failure attributed to a faulty logic board. The pca module will be returned to bd san diego repair center for normal processing and to replace the faulty logic board. The failure investigation report will be attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed binary switches. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed binary switches. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The field technician stated pca module issue of ¿failed binary switches¿ was confirmed as a logic board failure during the investigation. On 25nov2024, a pca module was received unboxed and with paperwork. Initial testing demonstrated the pca module failing for barrel clamp open switch and flange release switch with the use of asft program in the bd san diego operation¿s lab. Subsequent test results identified the failure attributed to a faulty logic board. The pca module will be returned to bd san diego repair center for normal processing and to replace the faulty logic board. The failure investigation report will be attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed binary switches. There was no patient involvement.